Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a possible fracture of the right ventricular (rv) and right atrial (ra) leads. Both leads had high impedance and were oversensing noise. The ra lead was explanted and was not replaced. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.